Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient has been experiencing irritation at the infusion sites of pods which results in scarring. The irritation was reported as red bumps with an itching sensation which then leaves a scar. The patient reported that this has occurred with every pod they have used since they began using the pods approximately 5 months ago. No further information was reporting regarding the separate incidents.